Event description:
It was reported that during a lap appy procedure, the device cut but did not staple. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 08/18/2008. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.